Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. The device was disposed of; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.